Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent far p-wave oversensing was observed during a routine follow-up in clinic. Programming changes were made. The asymptomatic patient will continue to be monitored.